Event description:
It was reported that a small volume folfusor underinfused; 50% remained in the device. This was observed during patient infusion. The nursing staff flushed the line and reattached the device; however, the rest of the drug did not infuse. The device was filled with fluorouracil 3300mg in 115ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10: h4: the device was manufactured from september 22, 2021 - september 23, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.